Manufacturer narrative:
Problem code 1069 captures the reportable event of fiber broke. Investigation result: the fiber was returned broken in one piece, confirming the complaint. The first piece measured approximately 65.2 cm from the break to the tip. The remainder of the fiber, including the connector, was not returned. The cause code for this event is manufacturing deficiency. Visual inspection of the returned fiber noted burn marks on the fiber jacketing, likely a result of the fiber break occurring during use, resulting in a misfire. Review and analysis of all available information indicated that the cause code for this event is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. The condition of the returned device confirms that the fiber is broken. Therefore, a review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.

Event description:
Note: this manufacturer report pertains to one of two flexiva 365 laser fibers that were used during the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva 365 laser fibers were used during a ureteroscopy with laser lithotripsy procedure in the ureter and kidney performed on (B)(6) 2018. According to the complainant, during the procedure, crackling sound was heard while lasering the stone and the laser fiber was noted to be broken in half between the connector and the scope. The physician pulled the fiber and there were no fiber fragments left behind the patient. A second flexiva 365 laser fiber was opened, while lasering the user heard the similar crackling sound and the fiber broken midway point. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.

Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two flexiva 365 laser fibers that were used during the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva 365 laser fibers were used during a ureteroscopy with laser lithotripsy procedure in the ureter and kidney performed on (B)(6) 2018. According to the complainant, during the procedure, crackling sound was heard while lasering the stone and the laser fiber was noted to be broken in half between the connector and the scope. The physician pulled the fiber and there were no fiber fragments left behind the patient. A second flexiva 365 laser fiber was opened, while lasering the user heard the similar crackling sound and the fiber broken midway point. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.